Manufacturer narrative:
Plant investigation results: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered fluid within the cassette door of their liberty cycler during an unspecified phase of peritoneal dialysis therapy. The patient was connected to the device at the time of the leak. Upon discovery of the leak, the patient discontinued use of the cycler. The patient continued with their peritoneal dialysis therapy using manual supplies. The cause of the leak was unknown. The patient waited three days before calling a technical support representative. The technical support representative advised the patient to continue with manual supplies and to notify their peritoneal dialysis registered nurse of the event. The cassette used by the patient at the time of the leak was no longer available. The patient¿s cycler was swapped and peritoneal dialysis therapy was ongoing. There was no report of patient symptoms or injury resulting from the event. Additional information was requested but was unavailable.